Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well image in question on the instrument in question, which showed as visually negative. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the instrument in question. The fse found that the 1000 ul syringe was leaking, and that the thumbscrew for that syringe was broken off inside of the mounting stud. There were signs of leaking near the probe rinsing station, and the washer manifold was found to be loose. The fse replaced the 1000 ul syringe and its mounting stud and thumbscrew. The fse also cleaned the probe rinse station, replacing the filter and o-ring. The fse cleaned the washer manifold, re-installed it and then tightened the screw finger tight.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.